Event description:
A user facility reported that during an intraocular lens (iol) implant surgery, there was confusion with the labeling of two different models of iol. The surgeon was given the wrong model iol. The surgeon realized the wrong iol was implanted when the pt was in the recovery room. The pt was taken back to surgery and the iol was exchanged. During the exchange procedure an anterior capsule tear occurred. In a follow up, the surgeon reports the outcome of the event as "excellent".

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/3/08 and 11/17/08 by phone, fax, and mail. A completed questionnaire was received on 11/19/08. This report was mailed to FDA on: 11/24/08.